Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected far field r-wave (ffrw) oversensing from the right atrial (ra) lead which may have lead to inappropriate mode switching. The lead is still in use. No patient complications have been reported as a result of this event.